Event description:
It was reported that the user experienced prolonged elevated blood glucose after a large birthday meal while using the ilet, with the user selecting a higher-than-usual meal announcement that did not appear to cover the carbohydrate load before subsequent corrections reduced glucose. Symptoms included hyperglycemia peaking at 265 mg/dl. Outcomes included the need for troubleshooting and education on meal announcements and meal type selection. Investigation included a clinical review and user counseling on appropriate meal entries for larger meals. Investigation of this case revealed that the device functioned as designed and that the event was attributable to incorrect meal type selection relative to the meal¿s carbohydrate content. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.